Event description:
Device malfunction: difficult to deploy stent #1. Time of malfunction: during procedure. Symptoms/ae: visual changes, confusion. Time of symptoms/ae: post-procedure. It was reported that during a stenting procedure of the right internal and common carotid arteries, the physician had difficulty deploying stent #1, "it appeared to advance forwards," which resulted in the need to deploy another stent (#2) to cover the lesion. Afterwards, there was "still a tapering portion of the common carotid and an additional" stent (#3) was placed. There were no neurologic deficits noted at the end of the procedure, however, on the night of the procedure, in 2006, the patient started to develop visual changes and confusion. He was also noted to be hypotensive and treated with dopamine and fluids in the hospital and was to be discharged home with medication. The initial CT head scan on day of event showed no acute change, but two days later, the CT showed an infarction in the anterior aspect of the right frontal lobe, and it had a mildly hemorrhagic component to it. The same day, the patient was described as having very poor vision in the right eye. The patient's visual loss was thought to be related to optic neuritis secondary to embolus to the ophthalmic artery post stenting, and is likely to be permanent. This event resulted in prolonged hospitalization. No additional information available.

Manufacturer narrative:
The two rx acculink part#1011342-30, lot #6060251 are being filed respectively under the same manufacturer report number.